Manufacturer narrative:
The customer reported that the blower was replaced to address the reported issue. No further information was provided although requested.

Event description:
It was reported that the ventilator alarmed patient circuit occluded on screen and no flow from patient outlet. Error code patient circuit occluded was noted in the ventilator diagnostic logs. The issue occurred during set up with no delay to therapy noted. The customer was advised to replace the blower assembly. Further information is pending.